Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and analysed the system log files which confirmed that the host pc was defective. Fse replaced the host pc to resolve the issue. The host pc was returned for analysis and part analysis indicated that the hard disk drive(hdd) sata (serial advanced technology attachment) cable failed. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that host pc had startup issue. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.